Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 571 mg/dl (aviva system 1), 215 mg/dl (aviva system 2), and 252 mg/dl (aviva system 1). Customer took extra humalog insulin based upon the high reading of 571 mg/dl. No adverse event reported. Requested return of suspect device and strips; however, customer does not have strips to return. Replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for the aviva system 2. Will not be returned to manufacturer.